Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation corrected fields:d5. Additional information added to field h3,h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 months since the subject device was manufactured. Based on the results of the investigation and the information provided, it confirmed that the cause was a failure of the printed circuit board. It could not presume the factor for the failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the video system center showed the serial digital interface cable/connector with no output. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.